Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history logs for this device showed the pad-pak was first installed successfully on the 22nd november 2012 and performed to specification up to the 16th february 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between the 21st february 2014 and the last log entry on the 18th february 2016. The pad-pak became depleted during this time and a further pad-pak was installed. A test pad-pak was installed and the device passed a self-test. No warnings were given at shut down and the status led continued to flash green. The device was observed switching on automatically after shutdown, this would confirm the reported fault. The device was tested on calibrated equipment and delivered a test shock without fault. An acceptable measurement was recorded. The device powered off without any warnings and a flashing green status led. The device again powered on automatically however most of the instructional leds are now illuminated. This indicates a fault. Investigation found the fault can be attributed to membrane failure due to moisture ingress. The ten minute power ups and measurements taken would indicate a failing membrane. The fault can be traced back to damage caused by corrosion on a membrane track. The fault could not be replicated with a new membrane fitted.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.